Manufacturer narrative:
Additional product and patient information has been requested. Device has been requested for evaluation.

Event description:
(B)(6), where the 5 mm spatula tip (B)(4) could not be reapplied because of weld casing broke and was still lodged in the instrument (B)(4). No fragment fell into patient. Note: scrub tech was unable to apply 5mm spatula tip to the 5mm monopolar cautery instrument. A new instrument had to be opened to continue the case.